Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor cannula was fractured while in the body. The customer's blood glucose value was unknown. The customer was assisted with the troubleshooting. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one opened and used sensor and found sensor retracted inside sensor. Unable to confirm customer received sensor damage due to customer returned opened and used. No broken or missing parts were observed during analysis. See attached photo for more details. Checked introducer needle for burrs or hooks and dull needle tip defects and none where found. Introducer needle passed per specifications.